Event description:
The reporter stated the surgeon was inserting a cc4204bf collamer single piece lens and the lens became stuck in the cartridge. The reporter stated as it was unk if the lens was damaged, they decided to use the backup lens. There was no pt contact or injury.